Event description:
It was reported to philips that the device's etc02 pump will intermittently work. The customer is unable to calibrate the etc02 and has tried numerous sample lines to no avail. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.